Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier had issues. A field service engineer found that the universal serial bus (usb) cable had become loose from the dock at all in one unit, reimaged the device to eliminate potential driver package issues and identified synchronization problems, worked with the lead technical specialist to correct all identified issues, then performed testing in hardware test application (hta), and customer was able to log in without any further issues, confirming that the problem was resolved at this time. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, users experienced bio ID issues during login. When attempting to authenticate, the fingerprint image did not appear on the screen, which remained blank. Users were able to log in only after two to three attempts. Rebooting the station temporarily resolved the issue; however, a reboot was required approximately once per day to restore functionality. There were no delay or adverse events or injuries reported based on this event.